Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another manufacturer's field representative had difficulty loosening this patient's device setscrews during an unspecified procedure. Once the setscrews were successfully loosened, they reported difficulty removing the lead. Boston scientific technical services (ts) provided troubleshooting. It was not stated whether or not the lead was successfully removed. Requests for additional information were unsuccessful. No adverse patient effects were reported. Available information indicates the system remains in service.